Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer complaint of low blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 140-150mg/dl fasting. Verified the strips expire 01/31/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 119mg/dl and 115mg/dl fasting. Reviewed meter memory: 131mg/dl (B)(6) 2015, 12:25:00 pm, fasting: yes; 89mg/dl (B)(6) 2015, 10:34:00 pm, fasting: yes; 78mg/dl (B)(6) 2015, 01:55:00 pm, fasting: yes; 60mg/dl (B)(6) 2015, 01:39:00 pm, fasting: yes; 132mg/dl (B)(6) 2015, 11:41:00 pm, fasting: yes. Customer concern: with 60mg/dl (B)(6) 2015 1:39pm (meter time and date not set). No adverse event reported.